Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) lower case was damaged. It was also indicated that the battery contacts were contaminated. The epg was repaired and returned to service. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged cover. The epg was returned for service. There was no patient involvement.